Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during umbilical hernia repair procedure, when the mesh removed from the envelope it was already damaged. The surgeon described that the mesh was crumbled/crushed when they removed it from the envelope so the surgeon decided not to use the mesh.